Event description:
It was reported that a remote monitoring alert was triggered indicating high defibrillation impedance. Fluoroscopy revealed externalized conductors on the right ventricular (rv) lead proximal to the rv coil. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition with no adverse events.